Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was 754 mg/dl. Customer experienced vomiting, difficulty walking and disorientation. Customer was put on intravenous insulin until glucose is stabilized. Customer declined to troubleshoot and stated she just wants to get back to insulin pump therapy to get release from the hospital. Customer was wearing the insulin pump at the time of emergency room visit. Customer has treated high blood glucose with insulin bolus delivery with insulin pump and manual injection. Customer was trying to fill the tubing and got to 15 units and still didn't see any insulin at the end of tubing and received a no delivery alarm. Current blood glucose is 184 mg/dl. Customer stated that insulin did not exit at fixed prime. He stated that there is a small bubble in the reservoir and was able to take it out. Insulin exits with the manual prime. Nothing further reported.